Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure. At reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended.

Event description:
During a replacement procedure that lasted approximately 30 minutes without any complication, the device was first interrogated in the box without activation of bluetooth communication to prepare the implant. After connection of both leads the device was put in the pocket that was then sutured. After implantation was completed, the device was interrogated and revelaed absence of stimulation/detection with both lead impedance values at 3kohms. The physician then re-opened the pocket and replaced the subject alizea dr by another one that did not reveal any irregularity.

Event description:
Reportedly, during a replacement procedure that lasted approximately 30 minutes without any complication, the device was first interrogated in the box without activation of bluetooth communication to prepare the implant. After connection of both leads the device was put in the pocket that was then sutured. After implantation was completed, the device was interrogated and revealed absence of stimulation/detection with both lead impedance values at 3kohms. The physician then re-opened the pocket and replaced the subject alizea dr by another one that did not reveal any irregularity.